Event description:
Consumer stated pad started smoking when turned on. No injuries were reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. This incident is a direct result of misuse/abuse of the product.